Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. The implant date was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to patient was experiencing urinary incontinence with a device placed 15 years ago. During procedure, the balloon was empty and a hole was observed in tubing. The device was removed and replaced with a new aus system. It was said that the patient fully recovered.